Event description:
It was reported that a 50-year-old female patient underwent a breast surgery with a two 325cc mentor memorygel breast implants and experienced capsular contracture (baker grade unknown) and rupture on side a post-operatively. Upon the return of the breast prostheses, a rupture on side b was also noted. The patient underwent explantation on (B)(6) 2022. The patient¿s impacted devices consist of two breast prosthesis; however, we don't know what the patient¿s complaints impacted sides. This report is for the b side device. See manufacture¿s number 1645337-2022-07583 for the complaint documented for the capsular contracture and rupture on side a.

Manufacturer narrative:
Two devices were returned with the same lot number 5748266, however, we don't know the complaint's impacted side. Since we don't know what was the patient's impacted side, the evaluation summaries for both breast prostheses will be provided. Device evaluation summary a: visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device evaluation summary b: visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).